Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: during investigation, moisture was observed behind the display. A leak test was performed and a leak was identified at the display lens. The pump cover was opened and moisture was found on the printed circuit board and motor assembly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress)- behind display issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.